Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 439 mg/dl. The customer did experienced the symptoms such as nausea, tired, dry metal taste in mouth. The customer was treated with manual injection. Customer reports they feel okay to troubleshoot. Insulin pump will not be returned for analysis.